Manufacturer narrative:
The impella device was returned and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Us complainant reported that the automated impella controller experienced a battery failure red alarm, which was resolved by changing out the console. No patient harm was reported.